Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged discrepant blood glucose results of 319 mg/dl back to back with a result of 66 mg/dl when testing was performed less than 10 minutes apart on the advantage system. It was stated a third blood glucose test of 222mg/dl was obtained back to back on the same system in less than 10 minutes of the 66mg/dl result. No symptoms were reported. No reported actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.